Event description:
Prophylactic replacement catheter and pump revision occurred. Surgery was to "tack down" the pump, during surgery the physician decided to replace the pump "despite" it "still" having 46 months on it. The pump had flipped multiple times and there was "severe kinking" to the proximal piece of the catheter, "yet" there was "still excellent cerebrospinal fluid flow. 7.6cm of the kinked catheter were cut off, and a new catheter connector was placed" because it had a couple of bends in it, the surgeon "thought a new connector would be a good idea." There was "no report of any issues" with the pump before it was prophylactically removed. The patient was discharged to home the same day as the replacement. Patient status was not known as of the date of this report. The device system was used to infuse morphine.

Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: 2004 (B)(6), accessory: model 8590-1, lot# n223070, implanted: 2010 (B)(6), explanted: 2013 (B)(6). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: there were no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.